Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe of the foley tray had a crack, causing leakage when injecting sterile distilled water.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. Malfunction is not against a bd or bard product. This report is being submitted as additional information. The reported event was confirmed ¿ supplier related. The product had caused the reported failure. Observed there was 5ml of water left inside the syringe and the plunger was located at 7ml. The cap is not attached at the syringe tip and was not returned. Sample has been evaluated and found that the syringe barrel was crack. Water leak from the crack area when pressure was applied. This complaint is confirmed related to supplier issue. A potential root cause for this failure could be defect from vendor/supplier. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe of the foley tray had a crack, causing leakage when injecting sterile distilled water.